Manufacturer narrative:
Date of event: unknown, used the first day of the aware month.

Event description:
It was reported that the patient felt that the artificial urinary sphincter balloon had relocated to lower in his abdomen from bearing down due to constipation. He also felt that the pump was less pliable and felt different to pump. No patient complications were reported.